Event description:
It was reported that during marketing demonstration of the product the sonopet straight handpiece became hot. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during marketing demonstration of the product the sonopet straight handpiece became hot. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.